Manufacturer narrative:
Evidence of memory corruption was present in the save to disk. Watchdog and history faults were present. The device had experienced 740 watchdog resets. It was not clear whether the device was capable of delivering tachy therapy and a device memory disk was warranted. The memory disk of this device indicates that this device was subject to electrogram (egram) storage corruption. The storage issue resulted in a watchdog reset on each ventricular episode and could prevent the delivery of tachy therapy. In conjunction with the egram corruption, this device's behavior was consistent with devices exposed to diagnostic or therapeutic ionizing radiation. Ts recommended device replacement as there was not an explanation for the device behavior although this was the physician's discretion. Ts further advised the patient return to clinic to rest device as directed by the engineers. The atrial lead was surgically abandoned and the device was electively explanted and being returned for analysis. The device was evaluated by boston scientific's post market quality assurance laboratory. Microscopic visual inspections noted a hole in both atrial seal plugs and df+ seal plug. All the seal plugs were intact and all the setscrews moved freely. Lead impedance testing was performed with normal measurements. The device was then put through a series of automated diagnostic testing which it was discovered that the device failed to deliver a high energy shock. In conclusion, analysis testing could not confirm the reported oversensing issue but a hole in seal plugs may have contributed to the oversensing issue and confirmed that tachy therapy delivery was unavailable.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.62v and charge times of 10.8 seconds. In addition, it was reported that there was oversensing of the atrial lead. There were 30-40 atrial tachycardia responses (atr), in an eight hour period there were approximately 70 events which were almost continuous but non-sustained. The short-lived events did not have any associated electrograms despite having all three electrogram sources on, including the non-sustained storage. In addition, the patient reported hearing beeping from their device for an hour and then had fallen asleep. This patient has not had any recent medical procedures. No adverse patient effects were reported. Technical services (ts) advised a save to disk for further analysis.